Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.

Event description:
It was reported that the patient was submitted to a right shoulder arthroscopy procedure. After the procedure, blister vesicle was identified in the right forearm, reclining to third degree burn. The patient was referred for treatment.